Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 1 patient with infarctrelated ventricular tachycardia underwent radiofrequency ablation and died during the index hospitalization due to septic shock a mean of 11 days postablation. Title: ¿thromboembolic prophylaxis protocol with warfarin after radiofrequency catheter ablation of infarct-related ventricular tachycardia.¿ the purpose of this study was to evaluate a thromboembolic prophylaxis protocol after ventricular tachycardia (vt)ablation. The study was conducted between 2008 and 2015. Two hundred seventeen patients were enrolled in this study. Thermocool catheters were used in this study, however catalog and lot number were unknown.